Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's screen was scratched and they were unable to read the numbers. The customer's blood glucose level at the time of incident was reported to be unknown. It was reported that the customer had fallen with the device on, and then noticed the scratches on the screen. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.